Event description:
During a remote follow-up, episodes of post-paced t wave oversensing were observed on the device. Technical support was contacted for advising. No intervention has been performed at this time. The patient was stable and there were no consequences.

Event description:
Additional information was received indicating that the device was reprogrammed.